Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The correct function of the patient table was checked, no mechanical damages could be seen on the photos and no patient table error was recorded in the event log from 14.10.2020 - 17.10.2020. Therefore, it was concluded that the patient table worked correctly as specified and the error was caused by an operator error. The operator manual magnetom avanto, page a.2-14, provides clear instructions to carefully monitor the patient during table movements. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom avanto dot system. During table movements, a patient´s finger tip was caught between the tabletop and trolley. As a result, the patients finger tip was severed. The patient was evaluated in the emergency room and surgery was performed to reattach the severed tissue. Siemens has requested additional information in order to conduct an investigation of the reported event.